Event description:
Information was received indicating that during use, a smiths medical cadd ms3 pump could not load cartridge or deliver medication. The reporter indicated that the user was unable to "start delivery" and subsequently used a backup pump. No adverse effects were reported.